Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4) . We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi error code 571.6241 on 8120 unit. Account name: mosaic life care at (B)(6). Account #: 1744601. Asset name: 8120 pca module v8. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8120 unit serial # (B)(4).